Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as estimated, as it was reported from the patient's seven-week follow-up appointment. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is UDI: (B)(4).

Event description:
It was reported by the patient that this artificial urinary sphincter (aus) pump migrated and twisted upside down and high in his scrotum, making it almost impossible to access. Additionally, the patient stated that the device tubing is palpable in his abdomen, causing intermittent discomfort and pain. He also experiences occasional urine leakage. The patient expressed dissatisfaction with his current medical care and has scheduled an appointment for a second opinion with a different urologist. No additional information was provided.